Event description:
General report rec'd of an unspecified # of undocumented incidents of air in the line of monitoring sets. Reportedly, during set up of the devices, air was observed in the syringe when contrast media was drawn into the syringe. The customer reported that the tope of the syringes seemed loose and were pulling air into the syringe. There were not reports of adverse pt effects or delays in critical therapy associated with these incidents. Though requested, no add'l info was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been rec'd.